Event description:
Complaint condition: mityone unit broke when it was being used to assist with delivery of the baby. No issue with the first pull during a contraction. During the second pull the tubing broke away from the cup end of the unit when the vaccum was in use and the woman was pushing with a contraction. The baby's head had been assessed at left occipito anterior position and at +1 to +2 station in the pelvis so no problems were anticipated with the delivery. Midwife's report further stated ": the woman was shocked when this happened and felt that she suddenly moved back in the bed when the suction and traction was lost unexpectedly. The baby was delivered with ease using neville barnes forceps. Baby was noted to have an abnormal head shape after birth. CT scan of the baby's head concluded that there was a complex depressed fracture of the occipital bone with associated diastasis of the parietal bones. Appearances were highly suspicious for associated subdural and subarachnoid blood. The baby was transferred to our neonatal unit for observation and subsequently to the sheffield neurosurgeons team for care and further management. The mother was transferred to (B)(6) to be with her baby. Ref: (B)(4).

Manufacturer narrative:
Investigation: x initiated manufacturer's investigation. X review DHR. X inspect returned samples. Reference: (B)(4). Analysis and findings: distribution history: the complaint product was assembled at csi, trumbull starting on 06/11/2019 and packed 06/18/2019 under work order: (B)(4). Manufacturing record review: DHR 254387 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: a copy of the of the 53474 m-cup sub-assy mityone, mushroom cup and vacuum tube inspection results was obtained from the csi share-site and no abnormalities were noted. Service history record: service history not applicable for this product. Historical complaint review: a review of the 2-year complaint history did show similar reported complaint conditions. Product receipt: the complaint product was received and noted in dataworks as 03/11/2020. Visual evaluation: visual examination of the complaint product was performed, and the reported event was noted and confirmed at the time of investigation. Functional evaluation: functional evaluation is not applicable for this complaint. Root cause: review of past similar complaints for this product family determined that the most likely cause was attributed to improper use or mishandling of the device contrary to the dfu instructions for use. Subassembly inspection results from the supplier indicate acceptable results, see attached. Correction and/or corrective action: coopersurgical will continue to trend this complaint condition. No further corrective action is required at this time. Preventative action activity: coopersurgical will continue to monitor this complaint condition for trends.

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported condition. A follow up report will be filed upon completion. Reference : e-complaint: (B)(4).

Event description:
Complaint condition: mityone unit broke when it was being used to assist with delivery of the baby. No issue with the first pull during a contraction. During the second pull the tubing broke away from the cup end of the unit when the vaccum was in use and the woman was pushing with a contraction. The baby's head had been assessed at left occipito anterior position and at +1 to +2 station in the pelvis so no problems were anticipated with the delivery. Midwife's report further stated- " : the woman was shocked when this happened and felt that she suddenly moved back in the bed when the suction and traction was lost unexpectedly. The baby was delivered with ease using neville barnes forceps. Baby was noted to have an abnormal head shape after birth. CT scan of the baby's head concluded that there was a complex depressed fracture of the occipital bone with associated diastasis of the parietal bones. Appearances were highly suspicious for associated subdural and subarachnoid blood. The baby was transferred to our neonatal unit for observation and subsequently to the sheffield neurosurgeons team for care and further management. The mother was transferred to sheffield to be with her baby. Ref : e-complaint: (B)(4).